Event description:
It was reported that the pt was enrolled in a typical atrial flutter study and underwent rf ablation procedure. It was reported that the subject experienced an anticipated serious adverse event after the procedure. Subject became hypotensive in which CT scan revealed retroperitoneal bleed. The pt's hematocrit fell from 39 to 24 and developed thrombocytopenia and acute renal dysfunction secondary to hemodynamic insult within one-week of the procedure. Medical intervention administered was vasopressor agents, packed cells 4 units, and 2 units of plasma with extended hosp stay. Prognosis of the subject was reported as satisfactory. It was reported that the event was procedure related secondary to heparin therapy.

Manufacturer narrative:
Event time frame: 9:44 first ablation with catheter#1, 11:31 last ablation with catheter #1 catheter removed and replaced with d curve, 11:41 catheter #1 reinserted, 11:43 catheter # 1 removed again, 11:44 catheter #2 first ablation attempt, 12:09 catheter # 2 removed, 12:34 last ablation catheter used removed, 12:52 pt received in recovery, 13:41 bp fell to 62/35, 13:48 dr to bedside echo showed no pericardial effusion, 13:49 neosynepherine 300 mcg IV, 13:54 narcan 0.4 mg IV, 13:55 romazicon 1.5mg IV, 13:58 dopamine 800mg/250 ml d5w @ 5 mcg/min, 14:40 dopamine drip titrated up to 10 mcg since start, 14:50 transferred back to lab, 14:59 foley inserted - urine clear yellow, 15:27 cardiac cath #7fr swan ganz inserted r heart cath, 15:50 protamine 20mg IV, 16:28 procedure complete.